Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while tandem technical support arranged shipment of replacement pump with updated software, confirmed pump was in warranty and verified shipping details, provided instructions for putting malfunctioning pump into storage mode and returning it within 10 days using prepaid materials, and advised customer to manually program pump settings and reconnect continuous glucose monitor once replacement pump was received.